Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the powerflex pro ruptured. It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. After stent placement, a power flex pro was delivered to the lesion to perform post-dilation. The physician applied pressure, but the balloon did not inflate. The balloon was removed from the patient¿s body and it was confirmed that the balloon was ruptured. The target lesion was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that the powerflex pro ruptured. It was unknown how the procedure completed but the procedure was completed successfully. There was no reported patient injury. After stent placement, a power flex pro was delivered to the lesion to perform post-dilation. The physician applied pressure, but the balloon did not inflate. The balloon was removed from the patient¿s body and it was confirmed that the balloon was ruptured. The target lesion was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17278896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. According to the instructions for use, ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ as an incorrect lot number was supplied, a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.